Event description:
Customer reported hospitalization due to high blood glucose. Customer declined to give details. The current blood glucose reading is 160 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed functional test including displacement, prime, basic occlusion, occlusion and no delivery tests. No delivery alarm functions properly. All buttons function properly. However, moisture damage found on keypad traces. The insulin pump had broken belt clip slot, cracked battery tube threads, reservoir tube lip, reservoir tube, case window display corner, scratched lcd window and case.